Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer' mother reported via phone call that he had an issue with the infusion set and was hospitalized on (B)(6) 2016 due to infection. The customer's mother changed the site on day three and noticed grey pus started to come out. Customer's blood glucose level was high. The customer bolused to try and treat, changed the site, and bolused some more. The customer started to shake, vomit, had explosive diarrhea, and had a 103.1 degree fever. Cellulitis at the site and he was super lethargic. The hospital was watching the site because it was very inflamed. The customer was on the 5 biggest antibiotics they have. Customer's blood glucose level was 300 mg/dl. The customer also experienced low blood glucose levels that were treated with apple juice or candy. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.